Manufacturer narrative:
(B)(4). G2: foreign, event occurred in canada. The device will be returned for analysis; an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that during inspection in the sterilization department, a crack was observed on an impactor shaft and a replacement was requested. The issue was identified during device reprocessing prior to use. There was no patient involvement. Attempts have been made and no further information has been provided.